Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery contact cap with cotton swab and isopropyl alcohol. The customer was advised to insert a new aaa alkaline battery. The customer stated the display return. The customer performed a self-test and it passed. The customer was advised to monitor. The customer was advised that we will ship a replacement battery cap.